Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: there is no visible damage to the keypad. The up, down, and ok buttons have an intermittent response. The contrast button responds properly. Removed the keypad and found contamination under all of the button contacts. The pump booted to the verify screen with dim pink contrast. There is a crack along the battery compartment extending from the fingerpad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that all keypad buttons were intermittently unresponsive, sticking, and difficult to press. No additional information was provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved at the time of trouble shooting.